Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and expired after explant of the device in the cardiac catheterization laboratory (ccl). The impella cp was placed using the left femoral artery access. After having a percutaneous coronary intervention to the right and left anterior descending arteries the patient was transferred to another hospital. The right coronary artery stent had occluded during that hospitalization. The patient was not intubated but requiring several inotropes and vasopressors. In the setting of rca complete occlusion, the right ventricle was akinetic and the sinoatrial and atrioventricular nodes were not conducting properly. A temporary venous pacer was placed. The patient was weaned although on several inotropes and vasopressors to p-2 at which time the physician decided to transfer to the ccl and explant the impella cp, which was completed without issues and patient remained hemodynamically stable. The patient had been on support for approximately eight days. Post explant the access site was observed to be at the bifurcation of the femoral artery. There were no preclosure devices implanted at time of impella cp placement. Minimal to no flow was appreciated past the access site at the bifurcation of the femoral artery. A mod hook was placed through the right femoral artery and an angiogram was taken of the left iliac artery revealing a relatively large clot burden. An indigo retrieval device was inserted into the left femoral artery and retrieval of the clot was obtained with repeat angiogram revealing good distal runoff. Attention was then turned to the left femoral access sheath, which was sequentially downsized from 14fr, 12fr, 10fr and ultimately 9fr with manual pressure being held for 25 minutes after each sheath exchange. During the procedure the patient¿s blood pressure started to slowly trend downward despite escalation of inotropes and vasopressors during the case. Blood loss was appreciated during the sheath exchanges and an istat hemoglobin revealed a single point drop in hemoglobin from 8.2 to ~7.2 which prompted a unit of packed red blood cells during the case. The patient was also observed to have rales and rhonchi upon respiration which prompted lasix 40mg IV x 1. Despite maximum medical management the patient¿s hemodynamics continued to decline and despite pacing the patient¿s heart rate began to drop in to the 30¿s, respirations became agonal, and the patient became unresponsive. A code/rapid response was called nearly two hours after successful removal of the impella cp from the left femoral artery and the patient was intubated and advanced cardiovascular life support (acls) was begun. Despite three rounds of acls, return of spontaneous circulation was unable to be obtained and the patient was pronounced deceased. It was noted, in closing, the physician commented that there were not concerns or issues with the impella cp device.

Manufacturer narrative:
The investigation of vf/vt/af/at and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.